Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter indicated that the pump was getting hot. The reporter confirmed that there was no known damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the pump history was reviewed and several voltage drops and replace battery alarms were observed. The pump was exercised for 1 hour and overheating was duplicated. The pump electrical current draws were found to be above specification. Circuit board components were inspected and two were found to be overheated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.